Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited possible loss of capture. An x-ray was performed which did not show any lead movement. A surgical revision was performed and the lead was successfully revised. No additional adverse patient effects were reported. The lead remains in service.